Event description:
Customer reported a saturation fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick connectors. System operates as intended.